Manufacturer narrative:
(B)(4). Reference manufacturer reference number (B)(4) for second device used in the same case, reported as a malfunction. (B)(4). Additional information has been requested but not yet received. A supplemental will be submitted upon receipt of any new information.

Event description:
According to the reporter: during a wedge resection procedure, the purple reload was fired but did not complete. A loud crunching noise was heard. Switched to a black reload and the same thing occurred. The procedure was converted to an open vats (video-assisted thoracoscopic surgery). The surgery time was extended by more than thirty minutes. The incision was extended by more than one inch. No reinforcement material was used in conjunction with the device.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: additional information received from the account stated that the surgeon managed to complete the operation by converting to open and suturing. The patient is recovering. The device had partially fired. The tissue was resected as the stapler reload was part fired though the tissue and became stuck.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one endo stapler and reload. This evaluation was based on a medical and technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned devices. The instrument made a strange noise and the instrument broke. Initial visual inspection of the instrument noted no abnormalities. Visual examination of the reload noted that it was partially fired to the 2cm cut line. The anvil was bowed and the anvil clamping mechanism was deformed. Functionally, the instrument was loaded with an pmv loading unit. During the firing cycle, a skip was audible in the firing stroke. An access hole was cut into the instrument body for visualization of the firing rack. This examination noted sheared teeth on the firing rack. During functional testing, the reload was loaded into a post market vigilance instrument. The interlock was overridden and the reload was applied to test media, and found to function properly. All remaining staples were placed and test media was cleanly transected. Replication of the sheared teeth, bowed anvil, and deformed anvil clamping mechanism may occur in any of the following circumstances: firing over tissue that is beyond the recommended thickness range. Firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.